Event description:
Burn [thermal burn]. Left a red blister mark on her lower back [blister]. Left a red blister mark on her lower back [erythema]. Case description: this is a spontaneous report from a contactable consumer, reporting on herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated that she had used thermacare heatwrap for an unspecified indication without issue for several years. On an unspecified date, the patient reported she experienced a burn from the heatwrap. She stated that it had left a red blister mark on her lower back. The patient reported she wore it for the recommended amount of time. Action taken with thermacare heatwrap in response to the events was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event " burn from the heatwrap, left a red blister mark on her lower back" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event " burn from the heatwrap, left a red blister mark on her lower back" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer, reporting on herself. A (B)(6) year-old female patient of an unspecified ethnicity started to receive (B)(6) heatwrap ((B)(6) lower back & hip) on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated that she had used (B)(6) heatwrap for an unspecified indication without issue for several years. On an unspecified date, the patient reported she experienced a burn from the heatwrap. She stated that it had left a red blister mark on her lower back. The patient reported she wore it for the recommended amount of time. Action taken with (B)(6) heatwrap in response to the events was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (03nov2015): new information received from the product quality complaint group included the patient had not come back with any further information therefore this case is now considered lost to follow up. No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the event " burn from the heatwrap, left a red blister mark on her lower back" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event " burn from the heatwrap, left a red blister mark on her lower back" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.